Event description:
Discordant magnesium (mg) results were generated by the advia 2400 system for four (4) patient samples. The results were not reported out of the laboratory. The samples were retested on the same instrument and yielded results within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant magnesium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument, the fse determined the cause of the event as leaking and subsequently replaced the dilution cleaning pump seals and tube fitting. The fse primed the system and checked for functionality. The fse ran quality controls and calibrations. The instrument is performing within specifications. No further evaluation of the device is required.